Event description:
It was reported that an ilet user experienced episodes of high glucose, with cgm readings displaying high and a confirmatory glucometer value up to 454 mg/dl, occurring after meals and during infusion set changes; the user initially connected the infusion site before filling tubing and later replaced all supplies under guidance, with glucose returning to 143 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.